Event description:
It was reported that a solution administration set was involved in an underinfusion event. The device was being used with a baxter infusion pump. The reporter stated that the chemotherapy infusion had an expected therapy time of 24 hours; however, after running for 12 hours, the 1000ml secondary chemotherapy bag had 900ml of chemotherapy remaining. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.